Manufacturer narrative:
Concomitant medical products other relevant device(s) are: product ID: etlw1624c124ej, serial/lot #: v07429836, ubd: 19-jun-2019, UDI#: (B)(4); product ID: etlw1628c156ej, serial/lot #: v07438729, ubd: 03-jul-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 63mm abdominal aortic aneurysm. There were no abnormalities during the follow 1 year post evar. A CT was performed approximately 5 years post the index procedure which showed a hematoma like event in the lower left ra and a large amount of thrombus in the graft occurred. The limb was placed in the common iliac artery directly above the internal and external branches but migration occurred proximally.  Per the physician the cause of the event could not be identified. No additional clinical sequelae were provided and the patient will be monitored.

Manufacturer narrative:
Product analysis conclusion: the reported proximal migration of the left limb extension and in-stent thrombosis of the stent graft system were confirmed on the films returned; however, the cause of the events could not be determined. Lack of earlier post-implant CT's were not provided for comparison. It is possible that aneurysm morphology changes over time as seen with the enlarged left iliac artery, may have contributed to loss of seal and subsequent proximal stent migration leading to a possible type ib distal endoleak. Analysis of the returned films did not reveal any obvious out of specification stent graft integrity issues that may have contributed to the reported thrombosis. Factors that may have contributed to thrombus formation include an unknown coagulopathy that is now presenting or a previous history of pad leading to poor distal run-off. B5;additional information received : it was confirmed the device that migrated , which was implanted in the left common iliac artery, was etlw1628c156ej. There was no complete occlusion observed, however a large amount of in-stent graft thrombus was identified in all components of the endurant stent graft system implanted in the patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.